Event description:
The customer called and reported that the insulin pump display was blank. Customer's blood glucose was 123 mg/dl. There were no signs of physical damage or corrosion and the device had not been dropped, bumped, or exposed to moisture. Upon insertion of a new battery during troubleshooting, the display did not return. Customer also mentioned a battery error alert that was received a week prior to this, but the alarm could not be verified, due to the insulin pump not turning back on. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected battery error alarm was noted. The pump was monitored and no blank display was noted. No moisture damage on the electronics noted. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.